Event description:
When he woke up in the morning his blood glucose was 340 mg/dl and discovered that the infusion set tubing was partially separated from the luer lock and insulin was leaking. Patient indicated that he changed the infusion set and administered a bolus to reduce his blood glucose level. Patient did not report requiring medical assistance to address this issue.